Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the hub of the device when attempting to draw into a blood collection tube. No adverse impact was reported regarding the patient or user.